Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n196412008, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred where the expected volume was 6ml but the actual volume was 14ml. The cause of the discrepancy was unknown. During an in-office catheter access port (cap) procedure the healthcare professional (hcp) was able to aspirate 1 ml of fluid. A referral was sent for the patient to have a new catheter implanted and the plan was to send in product ¿if anything should be explanted or revised¿ but there was not a surgery date scheduled per the manufacturer¿s representative. The patient was alive with no injury at the time of this report. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.